Event description:
Reference number (B)(4). Event occurred in the united states. On 16-oct- 2024, it was reported that the infusion set tubing was leaking at site.customer replaced infusion set and resumed insulin deliveries successfully. No further information available.